Event description:
(B) (4). Same case as 2314265-2009-05037, 2134265-2009-05028 and 2134265-2009-05038. It was reported that post a coronary artery stenting treatment procedure, the patient died. Three lesions were identified in the left anterior descending (lad) artery. The first lesion was 75% stenosed with a reference vessel diameter of 2.5mm and a lesion length of 14mm. A 2.5x16mm liberte bare metal stent (bms) was implanted. Residual stenosis was 3%. The second lesion was 75% stenosed with a reference vessel diameter of 3.0mm and a lesion length of 26mm. A 3x28mm liberte bms was implanted. A dissection occurred and a liberte stent was implanted to treat the dissection. Residual stenosis was 5%. The third lesion was 75% stenosed with a reference vessel diameter of 4.0mm and a lesion length of 14mm. A 4.0x16mm liberte bms was implanted. Residual stenosis was 5%. The procedure was technically successful. Four days after the index procedure, the patient experienced a major adverse cardiac event of death. Cause of death unknown. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.